Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-17347 and 1627487-2013-17348. The pt received 2 scs extensions with the same lot number. It was reported the pt experienced septic shock. It was also reported effective stimulation was never achieved for the pt. Additionally, it was reported the pt may also have her toes amputated and will have an MRI. F/u identified the pt's scs system was explanted.